Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) balloon leaked during prep. The device was not used in the patient when the balloon leak was discovered. There was no reported patient injury. The user was trained on the device. The device was intended to be used for a diagnostic coronary procedure with a retrograde approach. The device was stored in the cath lab on the shelf as per the labeling. The device was prepped as per the IFU. There was no unusual force used at any time. The mynxgrip device was removed from the packaging by the shuttle. The mynxgrip balloon was inflated during prep using a heparinized saline. The procedure was completed with an unknown second device. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a taper to taper tear in the balloon, approximately 1.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2003702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a taper to taper tear in the balloon, approximately 1.5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Handling factors, such as pressure is applied in a rapid impulse action, may have contributed to the reported event as this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
The 5f mynx grip vascular closure device (vcd) balloon leaked during prep. The device was not used in the patient when the balloon leak was discovered. Therefore, the procedure was completed with an unknown second device. There was no reported patient injury. The user was trained on the device. The device was intended to be used for a diagnostic coronary with a retrograde approach. The device was stored in the cath lab on the shelf as per the labeling. The device was prepped as per the IFU. There was no unusual force used at any time. The mynx grip device was removed from the packaging by the shuttle. The mynx grip balloon was inflated during prep using a heparinized saline. The device is expected to be returned for evaluation. Additional procedural details were requested but are unknown.